Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes hrx. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the top of the drive shaft sheared off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing evaluation was conducted. The report indicates the device was received with a broken tip otherwise the device is in good condition. Criterion tool and die manufactured the drive shaft assembly pn 314.743, lot 6921238. Due to an unknown cause, drive shaft assembly has a broken tip. The material of the shaft was determined to be within specification. Due to the damage to the tip of the instrument, the hex feature could not be measured. The instrument conformed to dimensional specifications at the time of manufacturing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of synthes device history records revealed the drive shaft ¿ minimum 520mm length ¿ for use with ria was manufactured by criterion tool & die. Po # (B)(4), dated 9/20/12 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet on 10/1/12. Parts conformed to all requirements. The certificate of compliance was dated 9/19/12 and (B)(4) parts were released to the warehouse on 10/3/12. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. This report was deemed invalid. The additional evaluation reports as received condition to the shaft broke off. According to the review the material and manufacturing documents has shown that the present ria drive shaft meets all the requirements and the ao / asif corresponding specifications. We cannot comprehend exactly the exact reason for the problem that occurred with no further information afterwards. We refer to our operation technique, where it is mentioned, that for the bone graft a drill head is to select, which is 1.0 mm to 1.5 mm larger than the diameter of the medullar canal in the isthmus. Therefore, we can only believe that the event was caused by a mechanical overload. The overload has exceeded the load limit of the material, which finally led to material failure. The fracture surface is homogeneous, indicating proper material quality. No product fault was found.